Event description:
I had a depuy implant failure. I have had 2 revision. The depuy knee implant caused damages, scar tissue, bony fragments, swelling and disfigurement of my therapy for 3 years and I am still under a knee doctors care. Depuy johnson and johnson knee replacement therapy for 3 years plus.